Event description:
Customer reported a no delivery alarm during the prime. The blood glucose reading was 300 mg/dl. Customer was advised to disconnect and reconnect the reservoir and tubing and to push insulin slowly through the tubing with the plunger. He stated that insulin did not exit. Customer was able to run a manual prime and stated that the insulin pump did not alarm for no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.